Event description:
The site reported the following: after opening a CT syringe kit (B)(4) and upon inspection of the syringe, a foreign body was detected in the barrel of the syringe.

Manufacturer narrative:
Bayer r& I product analysis rec'd and examined the returned syringe from lot number 141817 and identified the presence of a particle in the fluid path. The particle, which was approximately 3 mm x .5 mm in size, was detected in the syringe barrel. Bayer r & I product analysis compared the material with the inside diameter of the range of catheters used for radiology injection and concluded that the potential of injection into the pt exists. The syringe kit instruction for use instructs the user to "visually inspect contents and package before each use." This visual inspection ensures particulates are noticed and mitigated, which is what occurred in this reported instance. In the event add'l info is obtained, a follow-up report will be submitted.